Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen, lidocaine and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rash on ears"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vagina pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain") and pain in extremity ("hands/feet pain/ right leg pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, vulvovaginal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, urinary tract infection, mood swings, rash, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: infection w/IV antibiotics. Current weight 182 lbs. Plaintiff received treatment for hormonal changes describe: mood swings, abnormal bleeding(vaginal, menorrhagia), infection. (Bladder/urinary tract/vaginal) type: utis, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure properly placed.. Lot number: a85501 manufacturing date: 2013/01 expiration date: 2016/01/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 46-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: depo provera. Concomitant products included ibuprofen, lidocaine and tramadol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 3 years 7 months after insertion of essure. On (B)(6) 2018, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rash on ears"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headache"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vulvovaginal pain ("vagina pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain") and pain in extremity ("hands/feet pain/ right leg pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, vulvovaginal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, urinary tract infection, mood swings, rash, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, weight increased, alopecia, back pain and pain in extremity outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: infection w/IV antibiotics. Current weight 182 lbs. Plaintiff received treatment for hormonal changes describe: mood swings, abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: utis, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure properly placed. Lot number: a85501. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs received. Reporter information, lot number added. Event medical device removal updated to event pelvic pain and event infection updated to event infection (bladder/urinary tract/vaginal) type: utis. Events: hormonal changes describe: mood swings, abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse), rashes or skin conditions type: rash on ears, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, lower abdomen pain, lower back pain, vagina pain, hands/feet pain/right leg pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and infection ('infection') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: infection w/IV antibiotics. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received. Case became serious incident as removal was done. Event injury was updated to medical device removal. Event added: infection. Reporter's information, essure insertion and removal dates were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.